Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had their generator replaced recently. During their follow up visit, high impedance and low output current was seen (known to be related to high impedance). It was noted that impedance was within normal limit after generator was replaced. X-rays were ordered. No other relevant information has been received to date.

Manufacturer narrative:
B6. Corrected data, initial report: last known system diagnostics was not included in initial report. H6: heath effect, medical device problem, component code investigation findings, and investigation conclusion, initial report inadvertently used f26 instead of f1901, and f2203. Initial report used a072201 instead of a1207. Initial report used g02025 instead of g07001. Initial report used c0203 instead of c0205. Initial report used d1401 instead of d1101.

Event description:
It was later reported that the provider stated that he does not believe the pin was fully inserted. It was reported that the patient underwent pin re-insertion surgery. Patient was interrogated in pre-operation high impedance was still seen. After removing pin and reinserting lead impedance resulted in 2012 ohms. The device was tested after patient was closed and then again in post-operation, all were within normal limits. No devices were explanted. No other relevant information has been received to date.